Manufacturer narrative:
The lot number was provided for all five malfunctions; therefore, a lot history review is currently being performed. None of the five malfunctions were returned to bd for evaluation. Since no samples were returned and no objective evidence was provided the investigations will remain inconclusive for the reported self-activation. Based on the information provided the definitive root cause is unknown. The devices are labeled for single use. (Corporate lot no: rect1906).

Event description:
This report summarizes five malfunctions. A review of the reported information indicates that model mc1820 biopsy instrument experienced self-activation. The information was received from various sources. Of the five malfunctions one involved a patient with no reported patient injury and four did not involve a patient. One patient was a (B)(6) year old male, two patient's weights ranged from 54 to 70 kilograms, and the remaining patient age, weight, and gender were not provided.